Event description:
It was reported: "during revision surgery in 2007, the insert was extracted too easy from the vitalock cluster shell. (The surgeon just picked up with an instrument.) Thus, it is possible that the insert was not locked or not locked correctly with the vitalock cluster shell." The primary surgery date is unknown.

Manufacturer narrative:
Additional information has been requested but is not available at this time.